Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms would occur. There was no impact to the customer's blood glucose level. Reportedly, the customer changed pump supplies to address the occlusions. Customer continued using the pump for insulin therapy.